Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient¿s daughter. The patient reported that the meter power issue started on an unspecified day in (B)(6) of 2013. During the follow-up call, the patient¿s daughter informed the mss that the patient manages her diabetes with a set dose of lantus and humalog insulin. The reporter stated that when the subject meter issue started, the patient would test with her neighbor¿s meter. The patient¿s daughter confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the meter power issue. The patient¿s daughter also confirmed that the patient did not develop symptoms or receive medical treatment for a high or low blood glucose excursion after the meter power issue began. At the time of troubleshooting, the cca noted the subject meter powered on when a test strip was inserted; however, did not power on manually (when a button on the meter was pressed). Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms nor receive medical intervention for a serious injury after the alleged power issue started. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.